Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) situation was identified which occurred on (B)(6) 2009 during drain cycle 2. The patient's ultrafiltration reading was 2421 ml, indicating the home patient (hp) drained 2421 ml more than their programmed fill volume of 2900 ml. This information gave a total drain volume of 5321 ml which meets iipv criteria. According to the nurse the patient never reported any symptoms of overfill. The nurse stated that the patient resumed therapy successfully despite the event of iipv, however, he is currently on hemodialysis. The nurse stated that transferring to hemodialysis was not related to the cycler. There was no patient injury or medical intervention. According to the patient he does not recall draining 5321 ml. The patient does not believe he had any symptoms of overfill. The patient did not recall this event. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / over delivery.